Manufacturer narrative:
B3: year and month of event has been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was liquid leakage from the root of the connector of the cassette¿s tube. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
Nineteen new samples and one used sample was received for evaluation for the complaint that there was liquid leakage from the root of the connector of the cassette¿s tube. As received, there were no damages or anomalies observed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The samples meet all product specifications. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation.